Event description:
It was reported that two devices were used during a wedge resection procedure. The first device was placed on a lung and it stapled the specimen side, but not the pt side. The same thing occurred again with a reload. They opened a second stapler and the same thing occurred. Unk how the case was completed, and no pt consequence was reported.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.